Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The field service engineer (fse) confirmed the problem. The fse replaced the data acquisition(da) printed circuit board (pcb) to resolve this issue.

Event description:
The customer reported a proximal pressure sensor failure. The customer reported that the unit was being used on a patient at the time the issue was discovered, however, there was no patient or user harm.